Event description:
During a remote follow-up, oversensing episodes were observed on the right ventricular (rv) lead. Lead damage was suspected but it was not confirmed. No intervention has been performed. The patient is stable.

Event description:
There was no lead damage alleged from the physician.

Event description:
Additional information was received that there was decreased sensing observed on the rv lead. Lead damage is suspected but not confirmed.